Event description:
Caller reported that pump became hot to the touch while it was charging using tandem supplies, although no temperature alarms were recorded. There was no adverse impact to customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.